Event description:
It was reported that during a coronary diagnostic procedure, ventricular and pericardial tamponade occurred. The pt was undergoing elective coronary angioplasty to assess for coronary artery disease and venticulography to assess the severity of pt's aortic stenosis. A 6 french al2 coronary catheter was used to direct the guide wire. Multiple unsuccessful attempts were made to cross aortic valve with a terumo wire. Aortography was performed to assess the directionality of the aortic leaflet. Minimal aortic insufficency was present. A straight tipped wire was then used to ultimately cross the valve. The coronary catheter was exchanged over a j tipped wire for the impulse pigtail catheter. The pressure wave form was consistent with a ventricular wave form, but the down slope of the wave form was abrupt. The pigtail catheter appeared to move freely in the ventricle and ventriculography was performed. It was immediately recognized that the catheter was not in the ventricle. There appeared to be an exit wire perforation in the left ventricle, most likely into the right ventricle and pericardium with pericardial tamponade. The pt became hypotensive and was supported by IV pressors and fluids. Pericardiocentesis was performed with output of 900ccs. CPR was initiated and pt was intubated. Pt was emergently transferred to the o.r. For repair of the ventricular perforation and aortic valve replacement. Their postoperative course was uncomplicated. Pt was extubated within 24 hours with no neurologic deficit. Pt developed a left femoral arterial pseudo aneurysm following removal of the femoral venous and arterial sheaths which was surgically repaired. The pt was discharged on 8/2003.